Event description:
It was reported that during preventive maintenance, the centrimag failed the test twice. A replacement battery was installed and the issue resolved.

Manufacturer narrative:
E1 reporter name: (B)(6). No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
E1: reporter email was not available. Manufacturer's investigation conclusion: the reported event of the centrimag console not passing its battery maintenance test was not confirmed. Neither the centrimag console (serial number (B)(6) nor the internal battery (serial number (B)(6)) were returned for analysis, and no log files were associated with the event. Available information for this event indicates that the issue resolved upon exchanging the internal battery. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for the centrimag console, serial number (B)(6), showed the battery was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual has an emergency/troubleshooting section for the 2nd generation console in section 9. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual section 8.4 entitled ¿battery maintenance¿ instructs users on how to perform the battery maintenance procedure. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that a replacement battery was installed and the issue resolved. Log files were not available for evaluation.